Event description:
It was reported that an employee suffered an unspecified injury while using a stryker stair chair.

Manufacturer narrative:
It was reported that an employee suffered an unspecified injury while using a stryker stair chair. However, additional details surrounding the model and serial number of the chair and details of the injury were not reported. As a result, a stryker sr. Qae reached out to a stryker legal analyst for more details on the alleged event. The stryker legal analyst stated that further information surrounding the injury and event was not available as the alleged issue has ongoing legal matters and has been transitioned to corporate litigation to handle moving forward. Details of the malfunction, device involved, and user adverse are not able to be identified as the customer did not make them available. If more information becomes available, this investigation may be reopened and updated.

Event description:
It was reported that an employee suffered an unspecified injury while using a stryker stair chair. However, additional details surrounding the model and serial number of the chair and details of the injury were not reported.